Manufacturer narrative:
Investigation summary. Mat: 365900. Lot: 1313122. Bd received 6 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes customer found crystallization to be occurring. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the customer's verbatim report is that crystallization was found to be occurring in six unused tubes upon unpacking."